Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend¿ tts¿ neonatal and pediatric tracheostomy tube "blew." The patient was reported to have an audible leak with no etco2 and decreased tidal volumes. Ent was called to assist since the patient had a history of being a difficult airway. Subsequently, the trach tube was changed out. The following night, a leak was reported to have developed with the replacement trach. The patient is stable but is ventilator dependent and is awaiting replacement trach tube. The tubes were later returned for analysis.